Manufacturer narrative:
A4 - weight: 175. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that had several infusion site issues. One site leaked, and 2 others did not adhere properly when inserting. Patient with diabetes then reported that there were now 3 cleos that did not stick. She reports the one that leaked, she is not positive she had it clicked into place. There was patient involvement/ no harm reported.